Manufacturer narrative:
The reported event of high pacing threshold was not confirmed while the reported events of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had high capture threshold. The physician attempted to reposition the rv lead in a different location but the helix was unable to be extended. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient was discharged following the procedure.